Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Related 510k number k122734. If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with safil suture. The client reported that performed a cesarean section on (B)(6) 2021. When closing the skin with this product, it was found that the needle and thread were separated. The circulating nurse replaced a new one. No further information received.

Manufacturer narrative:
Analysis and results: according to the information available exact batch number is unknown. Four batches supplied to b. Braun china since 2021: 121021, 121235, 121143 and 121284. There are no previous complaints of any of the possible batches. There are no units in stock in b. Braun surgical's warehouse of any of the batches. We manufactured and distributed in the market (B)(4) units of batch 121021;(B)(4) units of batch 121235; (B)(4) units of batch 121143; (B)(4) units of batch 121284. We have not received any samples. Without closed and/or defective samples a proper analysis cannot be performed. Reviewed the batch manufacturing records of the possible batches, these products had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.